Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer was instructed on how to properly shut down the system and the pt database was rebuilt. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when trying to do an x-ray, the scan failed on their end that there was a database error message. This happened outside of a procedure. No pt injury was reported.